Event description:
Customer called and reported that: "a codman valve had no flow and had to be revised with another codman valve. Both ventricular and distal catheters were flowing properly. Patient was okay after receiving the second valve." Customer requested a warranty replacement. Customer is not certain if the explanted valve p/n 82-3164 is from lot # cmjb8w or cmlcln. (B)(4).

Manufacturer narrative:
(B)(4).